Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that all of the keypad buttons were under responsive and the keypad was damaged. There was moisture visible behind the display and in the cartridge compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/18/2017 with the following findings: during investigation, moisture was found on the display. No moisture was found in the cartridge compartment. No physical damage was found to the keypad. The up arrow, down arrow, and ok keypad buttons were under responsive. A leak was found in the display lens. The keypad was removed to find no damage to the button contacts or keypad flex cable. The pump was opened to find moisture on the keypad connector and printed circuit board. No moisture was found in the battery compartment. The complaint of an over responsive contrast button was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. .